Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2014 with the following findings: a review of the black box indicated a replace battery alarm had occurred on (B)(6) 2014, followed by multiple consecutive reboots. Visual inspection confirmed that the battery cap and compartment were undamaged. The battery cap secured appropriately to the pump and maintained electrical connection. There were no power interruptions or errors, alarms, or warnings during investigation. The complaint of no power could not be duplicated on investigation. Unrelated to the complaint, investigation revealed moisture corrosion inside the display screen, and a display lens leak. Additionally, there was evidence of moisture corrosion found on multiple internal pump components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.